Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's current blood glucose was 453 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated using insulin pump, manual injection, insulin pen troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode feature was not active at the time of event. Customer stated insulin exited at quick release. The insulin pump will not be returned for analysis.